Event description:
During the review of the pt's programming history, it was observed that on (B) (6) 2009, the pt's settings appeared to be changed due to an interrupted system diagnostic test. The pt's last known settings were at appointment on (B) (6)2007. There was no diagnostic performed on that day by the treating physician, so it is unclear when the settings were changed and by which programming system. Good faith attempts to obtain add'l info have been unsuccessful to date.